Event description:
On 2024-may-28 information was received from a patient (pt) regarding an external device. The reason for call was the patient said the controller said the implanted neurostimulator and controller were staying at 100%, but they're usually at 50% or 60% at the end of each day. Patient said they usually have to charge every night. Patient said they tried turning the controller off, and tried taking the battery out twice, but that did not resolve the issue. The patient was unaware if the ins could be powered off. The manufacturing representative (rep) told them to call for replacement equipment. They reported that since friday they had been in pain due to no relief from the therapy. They mentioned that this was not the first time this happened and last week when this happened the patient reset the controller which resolved the issue. The said that resetting the controller hasn't resolved the issue now. The controller was not showing that they were doing any activity and showed they were sitting. The patient denied any error messages/codes. It was confirmed that the stimulation was on and the patient confirmed they were able to increase/decrease stimulation. There was no visible damage to controller compartment pins, li battery pack contacts and recharger. The patient reset the controller and the controller showed 100% and ins 90%. The patient started a charge session and the ins was at 90%, recharging with excellent quality. The equipment was functioning as intended. They were redirected to their hcp to further address issue. On 2024-jun-28 additional information was received from the patient. They reported that the controller was showing their implant at 100% for the past 2 days and it was usually at 50-60%. They said this had happened 4 times already. Resetting was not working like it had in the past. It was determined that the patient's stimulation was off and that explained why the battery wasn't depleting. The patient reported that they did not know how it got turned off. It was reviewed with the patient that in the ins depleted, the stimulation would turn off. The patient was able to turn stimulation on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.